Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 110 mg/dl (meter) and 56 mg/dl (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.